Event description:
The complaint is being reported in abundance of caution. A product defect was reported with our medical linear accelerator. During treatment setup and when another part of the device (such as the gantry) is enabled to move manually from the control console, the operator noticed that an unexpected collimator rotation is observed. It is important to note, when the operator releases the motion enable buttons, the collimator rotation motion will stop. If an accessory; such as a micro multi-collimator, is mounted in the collimator accessory holder, and rotates unexpectedly, a collision with the patient is possible and potentially resulting in an injury. The investigation is on going and the root cause has not been determined.

Manufacturer narrative:
The investigation is on going and the root cause has not been determined.